Event description:
The pt received his scs system, including an ipg, on 10/14/2008. The pt reported the ipg no longer responded to the device charger or the pt programmer. The ipg was explanted and replaced. The explanted ipg was returned to the MFR for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Analysis confirmed the ipg was non-functional and would not communicate with the pt programmer or the device charger. There was no evidence of battery leakage, however, the battery voltage was measured at 0.17v. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.